Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false nonreactive architect anti-hbc ii result was generated for a blood donor ((B)(6) ) processed on (B)(6) 2021. The initial architect anti-hbc ii result was 0.080 with an interpretation of non-reactive which was discrepant with an alternate method, not specified, which generated a result of 0.811 with a reactive interpretation. The donor sample was sent to an external laboratory for testing using a third method, elisa, with a reactive interpretation. The donor sample was tested again on (B)(6) 2022 using the architect anti-hbc ii method and the result was again 0.143 non-reactive. Core igm testing on the donor sample was nonreactive which was which interpreted as a donor who does not have an active hb virus infection. No impact to donor or patient management was reported.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from in-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (biomex seroconversion panel scp-hbv-001 and scp-hbv-004). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Based on the investigation, no deficiency for lot number 27627be00 was identified.